Manufacturer narrative:
Other customer contact person: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cs100 intra aortic balloon pump batteries were found to be degraded and drained quickly. Batteries and safety disk were due for replacement. There was no patient involved.